Event description:
The distributor reported on behalf of their customer that the device, 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during an unknown procedure on an unknown date when it was reported, ¿the product burnt the patient; this could be identified at the time the product was removed. The product that caused the accident was discarded by the hospital.¿. There was no report of medical intervention or hospitalization for the patient. Further assessment questioning was sent to the distributor; however, we were informed that the facility will not give any further details of the incident. This report is being raised due to the reported injury of unknown degree of burn to patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not being returned and the photographic evidence provided does not appear to verify the complaint; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to elect a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid may pool. Additionally the IFU states, some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.). In these high current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, 410-2000, cga, surefit ground pad with 10ft cable, 100/case, was being used during an unknown procedure on an unknown date when it was reported, ¿the product burnt the patient; this could be identified at the time the product was removed. The product that caused the accident was discarded by the hospital.¿. There was no report of medical intervention or hospitalization for the patient. Further assessment questioning was sent to the distributor; however, we were informed that the facility will not give any further details of the incident. This report is being raised due to the reported injury of unknown degree of burn to patient.